Event description:
It was reported that in central processing, a broken cable was indentified on a pk dissecting forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis was not able verify the complaint. Visual and microscopic inspection did not show any cable or wire damage at the grip assembly. The instrument passed the electrical continuity test. Failure analysis investigation also found that the intuitive motion was not being experienced due to broken bipolar yaw pulley missing a piece, allowing the grips to have a larger range in motion. There was no signs of arcing observed. Failure analysis concluded that the broken yaw pulley was likely due to mishandling.